Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about 1 month ago they had gotten hit right in that area by a softball. The patient mentioned that it seemed like the implantable neurostimulator (ins) had moved as it was more centered over the scar. Before the ins site was hit by the softball the ins was below the scar. The patient had called the health care professional (hcp) about this a couple of weeks ago and was directed to call the manufacturer. The softball hit was in (B)(6) 2016 and the patient noticing that the ins had moved was on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.